Event description:
Customer reported that she had high blood glucose and that the insulin pump is alarming motor error and the drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk.